Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. It was noted that the patients husband smelled insulin, and the site was bruised but mentioned that they are on blood thinners. Symptoms reported include hyperglycemia, vomiting, dehydrated, and felt weak. It was also reported that the patient had high potassium/phosphorus as the dialysis did not pull out all the toxins out. The patient was treated with fluids and antibiotics. According to the patient they were in the ICU (intensive care unit) for cardiology to monitor their heart and had to put a heart catheter in. The patient was released 3 weeks later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.